Event description:
Uterus perforated while patient was under anesthesia. The clinical specialist witnessed the patient's uterus being perforated while morcellator blade was active in the uterine cavity, bowel had superficial wounds that were repaired via laparoscope and suture. Doctor was not blaming our products at all but we wanted to put this on file. Patient is post menopausal and the doctor was trying to rule out cancer.

Manufacturer narrative:
Device was not returned for evaluation. (B)(4).